Event description:
The contact stated that she received control test results of 42 mg/dl and "lo." The normal control range is 88-120 mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.